Manufacturer narrative:
Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06766. Block a1: meshc-20211028-d3cdb8a7 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit implant was implanted into the patient on an unspecified date. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; diff bowel; incont not pres; rec incont; oth pain: constant pain where the mesh was implanted, cant sit cross legged, or sit in a seated position for to long.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit implant was implanted into the patient on an unspecified date. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; diff bowel; incont not pres; rec incont; oth pain: constant pain where the mesh was implanted, cant sit cross legged, or sit in a seated position for to long